Event description:
Caller alleged discrepant results compared with the doctor's meter and the lab. Results as follows: date: (B)(6) 2012, inratio: 5.8, date: (B)(6) 2012, doctor's meter: 6.9, lab: 8.2. Pt's therapeutic range: 2.0-2.5 inr. On (B)(6) 2012, pt was admitted to the ER and received a vitamin k shot.

Manufacturer narrative:
Investigation pending.